Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed due to missing implant and missing information. The nail was classified as primary product. All other implants are associated products and will be not considered in the investigation summary. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. Because the nail was not returned an investigation of it was not possible; furthermore no additional information like x-rays or surgery reports were provided. Therefore the root cause could not be determined. The customer reported that the nail was exchanged due to a non-union; an implant failure (like breakage) was not reported, therefore it can be assumed that the nail was intact at the time of exchange. Non-unions are listed as adverse effects in the IFU and can lead to implant failures (like breakages). If other adverse effects like postoperative loads, obesity, intra-operative implant damages, poor bone quality, etc. Did contribute to the exchange is unknown due to missing information. Based on the given information a manufacturing related issue can be excluded.

Event description:
T2 tibial nail exchange due to nonunion.

Event description:
T2 tibial nail exchange due to nonunion.